Event description:
It was reported and confirmed that there was no flow at the patient's proximal catheter piece and obstruction occurred. As a result of the event, on the day of this report, the proximal segment was removed and replaced with a new proximal segment that was attached to the pre-existing distal spinal segment. The symptoms of the patient were unknown. It was noted that the patient's drug dose was lowered from 999mcg/day to 250mcg/day. The current status of the patient was unknown. The drug delivered via pump was gablofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient had surgery to replace the pump due to approaching end of battery life, and both catheter and pump were replaced at that time. It was reported that the device would be returned to the manufacturer for analysis, but neither device has been received by the manufacturer to date. Reported signs and symptoms associated with the reported event: patient past traumatic brain and neck injury during "adolescents" left quadriplegic, limited communication, and contractures of lower and upper extremities. The patient outcome was reported as recovered without sequelae. It was reported that the drug in the pump was changed from lioresal to gablofen on (B)(6) 2011 with a dose of 1000 mcg per day.

Manufacturer narrative:
Product ID 8703w, serial# (B)(4), implanted: (B)(6) 1999, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).